Manufacturer narrative:
The user reported of going to the hospital for outpatient surgery. The event happened on (B)(6) 2025, at 2:10 pm. According to the user, the surgery was unrelated to the eversense device, and they preferred not to provide further details about the procedure. The user was feeling okay during the procedure with a little discomfort. The event was not related to sensor insertion or removal. The event was not related to diabetes, and no glucose readings or alerts were involved. The user did not receive treatment at the hospital and wasn't prescribed any medication for this issue. The user's hcp was aware of the event. As per dms, user is currently using the system with up-to-date information.

Event description:
On 08 april 2025, senseonics was made aware of an incident where user reported of going to the hospital for outpatient surgery. The event happened on (B)(6) 2025, at 2:10 pm. According to the user, the surgery was unrelated to the eversense device, and they preferred not to provide further details about the procedure. The user was feeling okay during the procedure with a little discomfort. The event was not related to sensor insertion or removal. The event was not related to diabetes, and no glucose readings or alerts were involved. The user did not receive treatment at the hospital and wasn't prescribed any medication for this issue. The user's hcp was aware of the event. As per dms, user is currently using the system with up-to-date information.